Manufacturer narrative:
Device evaluation summary: visual inspection shows a section of the jaw rotation limiter has broken off. The trigger was engaged several times with the trigger lock not engaged with no issues noted. The trigger lock was engaged and when the trigger was engaged is remained engaged. Reason for return was confirmed for damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the customer has placed the piece of grey plastic with the dm, in a small bag with a compress. Product analysis: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. Performance analysis: the trigger was engaged several times with the trigger lock not engaged with no issues noted. The trigger lock was engaged and when the trigger was engaged is remained engaged. Reason for return was not confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this cardioblate bp2 probe when the customer was performing the maze using the probe, the surgeon could not close the trigger. They had to try the trigger several times to keep the jaws of the probe closed. After a while, a piece of gray plastic came off the probe, probably from the trigger. The customer stated that this small piece of plastic could have fallen into the pericardial cavity and would have been impossible to find. The customer stated that the issue appeared at the end of the procedure and they did not need to use another device to complete the case. There were no adverse patient effects as a result of this issue.